Manufacturer narrative:
Co rep evaluated the system. Corrections included replacement of the system's poppet valve. System was tested to factory specifications.

Event description:
Customer reported an issue with the a5 anesthesia delivery system, which may have affected anesthesia delivery. No patient injury was reported.